Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that the first implant was implanted fine; switched to the number two implant and never heard the 3/4 click and the second implant never deployed. Cut the suture out and left the first peek implant behind the meniscus unsecured. Used an ar-4500 meniscal cinch to complete the case.